Manufacturer narrative:
Analysis found that visually, there was no obstruction of the inside diameter of the main tube when received. A syringe was used to inflate the cuff with 15cc. Immediately the inside diameter delaminated blocking most of the airway path which would have resulted in the reported event. The delamination / separation of the pvc layer shall be equal to, or less than 1.0mm (0.040¿), and the actual extended out from the surface and touched the other side (approximately 6.5mm) which is out of specification. The delamination occurred without pressure applied to the cuff. The approximate location of the occlusion on the inside diameter corresponded to where the inflation assembly attaches to the main tube. Deflation of the cuff caused the obstruction to recede. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a distributor that the anesthesiologist intubated the patient with stimulation cannula which was delivered at the facility a day before. After approximately 30 minutes, overall anesthesia in the patient decreased respiratory volume and increased airway pressure. During the inspection of the tube, it was found that the inner lumen of the cannula was obstructed at a distance of 26-28 cm. The patient was then re-intubated with a new tube. After performing the visual inspection, it was found that when inflating the cannula cuff, the inner lumen of the cannula separates the inner lining of the cannula, creating a bulge preventing ventilation of the patient as it completely obstructs the tube. The procedure was completed using a back-up device. The patient was alive with no injury.